Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: rn entered room due to bbraun pump alarming occlusion downstream. Pt's dad verbalized frustration that pump has been alarming several times since infusion started. Rn assessed piv site and tubing, no signs of occlusion. Rn then flushed piv with 0.9ns. Piv flushed ealisy with blood return. Rn attempted to restart infusion, but pump alarming downstream occlusion. Pt without complaints of pain or discomfort. Rn removed filter, and applied new filter after flushing it with ns. Reconnected tubing to patient and no more issues with pump alarming.

Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The device was not returned for evaluation. Further investigation of the complaint is not possible without a device. If the device does become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.